Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the customer changing the infusion set and cartridge and resuming insulin.